Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed failure analysis investigation. The customer reported complaint was confirmed as the instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was still installed in the clevis. The clevis showed an indentation. Other cables at the wrist were not damaged.

Event description:
It was observed during cleaning that the fenestrated bipolar forceps instrument wire was broken at the handpiece. There was no allegation of any harm, injury, or adverse outcome to a patient.